Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported door not fully latched message. Evaluation experienced a door not fully latched alarm after loading a set and closing the door. Evaluation confirmed the reported symptom through causality of the lower link switch and therefore the lower auxilliary was replaced to correct this condition.

Event description:
It was reported that a spectrum pump displayed door not fully latched message. It was also reported there was no patient injury.